Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated last night they were charging their implant, and when they got done, they took the recharger off and set it on the table and the device kept right on charging. Agent asked patient to clarify what they meant and patient said the stimulation inside of them was zapping them left and right even though the recharger was on the table. Patient then said the zapping lasted like that until 5am this morning. Agent asked, patient said they didn't know if the stimulation was on or off last night when they were feeling the zapping. Patient didn't have their programmer and didn't want to try and put the recharger on again to check therapy on/off status. Tss reviewed high level information from original call and suggested patient attempt to locate patient programmer to turn stim off. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Agent reviewed role of rep, reviewed physician listings, and emailed physician listings to patient.